Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.3., b.5., d.4., g.1., h.4., h.6.

Event description:
Healthcare professional later reported capsular contracture baker grade IV, inflammation, "palpable mass," and liquid. It was reported that "suspect of bia-alcl cannot be discarded" but diagnostic procedures have not occurred.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture unknown baker grade, and inflammation. The device remains implanted.